Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's stated problem was verified. Inspection of the pump and functional tests were performed, and the pump failed downstream occlusion high pressure calibration test and alarmed "cassette not attached properly". Further investigation of the pump determined that the downstream occlusion sensor was defective and was the root cause of the issue. Service will replace the downstream occlusion sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited an alarm for "no cassette attached". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.